Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2 due to 1115 errors. The system was verified and was ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, universal surgical manipulator (usm) 2 the keeps faulting. Site stated this is ongoing issue and would like a field engineer (fe) to look at system. Logs confirm 1115 recoverable error. Site is continuing with case. The procedure was completed with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the surgeon did not disable or discontinue use of arm due to issue. The procedure was not completed robotically with all 4 arms, 2 arms intermittently were not working and needed to be restarted multiple times. Ultimately, procedure completed with 3 arms. The procedure was completed robotically. There was no injury to the patient. To resolve the reported issue, the customer restarted and contacted help center. System functionality was checked upon powering on the system and the system initially powered on without errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and was tested on an in-house system and triggered no errors. Unit was also test on the pfpt and passed all test. Upon further investigation there was no fluid intrusion or physical damage. Remote also shows error 1115 is a nvram error with a node of ac_2c, pointing the aca.